Event description:
It was reported that device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 24 mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. During the routine 45 day follow up, imaging appeared to show a leak on the mitral side. The patient will remain on oral anticoagulation (oac) and be reassessed at a later time. There were no patient complications.

Manufacturer narrative:
B3 date of event is an approximate date as the actual event date is not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.